Manufacturer narrative:
Analysis: an internal review of qc release data for affected lot 91531156 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(6)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua (B)(4) documented in the record (B)(4).

Event description:
On december 12, 2023, genmark was advised of an unexpected positive result for sars-cov-2 on the eplex rp2 panel tested on (B)(6) 2023. The same sample was run a total of four times, where two runs reported unexpected positive results for sars-cov-2. Comparator sample testing was done on an unspecified cepheid assay which did not detect sars-cov-2. The customer confirmed that no adverse event occurred as a result of the eplex result. Data was analyzed per internal procedures and confirmed robust internal controls signals were generated for the eplex rp2 run suggesting the consumable performed as expected.